Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, retry errors occurred more than three times during the process of mounting the endoscope to the instrument arm drape after docking. Additional force was required to separate the endoscope. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument arm drape associated with this event to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined. A return material authorization (RMA) was issued to evaluate the isi device. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.